Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 604 mg/dl. The customer stated that prior to the event, his blood glucose levels had been running high for five days. The customer then stated that he had also fell and broke his waist and was unable to keep any food down. Nothing further was reported.